Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported a backup alarm failure. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that replacing the central processing unit printed circuit board assembly (cpu pcba) resolved the problem.

Manufacturer narrative:
G4: 22jul2020 b4: (B)(6) 2020 the replaced central processing unit (cpu) printed circuit board assembly (pcba) was received for failure analysis. The reported problem could not be reproduced during testing. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.